Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was in the car and being driven to a scheduled office visit with the primary care physician. It was reported that during transport the pt slumped over and jerked once. It was reported pt was transported to nearest hosp but was unresponsive. It was further reported that the pt had an ICD, and multiple discharges were provided from the ICD. The cardiomems hf device was not being used at the time of the event.